Event description:
It was reported to baxter corporate product surveillance an unknown amount of onelink needlefree connectors which disconnected from the catheter. According to the report, the facility has noticed that the onelink luer "pops off" from the catheter of umbilical lines in the nicu. Argyle is a supplier of one of the umbilical catheters the facility uses. The event occurred during patient use. There was patient involvement, but there was no patient injury, medical intervention or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the reported condition cannot be confirmed or duplicated and the assignable root cause cannot be determined. A batch review could not be completed as the lot number was not provided by the customer. If additional information becomes available, a follow-up report will be submitted.